Manufacturer narrative:
Additional information: upon clarification, it was reported that the supply bag accidentally fell down then disconnected from the supply line which caused the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that there was loose connection in the supply bag of the homechoice cassette, which caused this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was determined that the connection between the supply bag and the supply line of the cassette had loosened after the supply bag fell, which caused the alarm. The technical service representative assisted with ending therapy and reviewed the proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.